Event description:
It was reported that the camara head exhibit half of the image on the tower screen appears. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs and no image is displayed, water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, noise occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.